Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician confirmed a diagnostic code in log history that indicated a vent inop occurred due to a flow sensor failure. The service technician reported the unit failed testing of the exhalation flow sensor. The exhalation flow sensor was replaced to correct the findings. Final applicable testing was completed and all tests passed per operating specifications.